Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system lamp malfunctioned. The issue was found during preparation for use of a laryngoscope procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 13 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device. According to the following facts found out from the investigation and the descriptions for lamp does not light up written in the service manual, the following is the probable defective parts: "main board". "Power supply unit". "Lamp socket a". "Lamp socket b". "Thermal switch harness". " lamp". "Abnormal lamp position". Olympus will continue to monitor field performance for this device.